Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 23feb2026, it was stated that aside from the low tidal volume alarm, there were no critical alarms or notifications reported. The customer stated that the device would be returned to use once service is completed. The investigation is still ongoing.

Manufacturer narrative:
Multiple gfes were attempted to obtain confirmation of the completion of device service, a return to full functionality, and a return to use. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low tidal volume alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the alarm was unable to be silenced at the time of the event. The caller to the rse stated that they were unable to duplicate the issue and that there were no check vent or vent inop entries in the device's diagnostic report (drpt). This investigation is ongoing.